Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 04/13/2026, it was reported that at 3am, the patient received alert for a low glucose reading of 41 mg/dl. In response, the patient ate candy and drank coke or orange juice. The patient did not experience any symptoms, and no bgm comparison was performed. The patient then went back to rest. At around 7am when he woke up, the cgm continued to display low readings in the 40s mg/dl. While on the way to work at approximately 10am, the patient drank coke, cgm reading increased to around 80 mg/dl. After 12pm, the cgm reading dropped again, prompting the patient to eat a piece of cake. At approximately 6pm, due to persistent low cgm readings throughout the day, the wife drove the patient to the emergency room (ER) to confirm the glucose readings. This time patient was feeling tired. No bgm comparison had been performed prior to arrival at the ER. Upon arrival at the ER, the patient received IV access for blood draw and the bg reading was 290 mg/dl while cgm read 40 mg/dl. Cgm sensor was removed while at the ER. The patient did not receive any medications and remained at the ER under observation for a couple of hours. Before discharge, the bgm reading was 260 mg/dl and trending downward. The patient reported doing well since the event. There was no treatment documented. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.